Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10): the getinge field service engineer (fse) who discovered the issue found the helium port o-ring broken which caused the helium leakage. The fse replaced the o-ring, and completed the pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and found the helium port o-ring broken which caused the helium leakage. The fse replaced the o-ring (0354-00-0208 ), and verified the leakage arrested. Subsequently, the fse did the est and functional checks on the device and verified that all the tests passed. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: ms. (B)(6); phone# (B)(6); email: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the o-ring on the helium port of the cardiosave intra-aortic balloon pump (iabp) is broken. There was no patient involvement and no adverse event was reported.